Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was ranging 250-350 mg/dl, and the meter bg reading was 40 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 39 mg/dl. Customer required assistance giving glucose to address bg level. Due to the amount of glucose given customer experienced an elevated bg of 506 mg/dl. Customer contacted paramedic assistance to address high bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.